Manufacturer narrative:
Serial # was originally reported as (B)(4), correct serial # (B)(4).

Manufacturer narrative:
Brand name: animas insulin infusion pump. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 10/31/2011-device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
Patient reports that down arrow button requires multiple presses for a response. Started 2 wks ago, getting worse. Pt stated during call, it took 6 presses on down arrow button before screen would come on. Patient does not clean the pump. Patient wears the pump attached to belt.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.